Event description:
The patient was revised due to dislocating. When the liner was removed; the locking ring was found to be in pieces. The cup liner was not in the shell - there was a 10mm gap around the outside.